Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pace lead impedance (pli) measurement greater than 2,000 ohms, intermittent sensing and loss of capture (loc) at max output. The cause was not determined. No asystole greater than 2 seconds noted. The pacemaker remains in service while the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.